Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of an unspecified quantity of unspecified access sets separated from the tubing and internal components of the y-site were missing. While priming it was observed that the y-site separated from the tubing. Internal components of the y-site were missing when the packing was opened. These issues were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.